Manufacturer narrative:
There was no product sample returned for evaluation. A final customer's lot was identified and a device history record review for the lot was conducted. The product was released according to the manufacturer's product acceptance criteria. The root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported a defective vitrector. Additional information and product sample have been requested for this event. No updates have been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).